Event description:
The patient called to report repeated motor error and no delivery alarms. The reported bg at the time of the call was 157 mg/dl. Troubleshooting was performed, and no exposure to high magnetic fields was reported. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion. Occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. No excessive no delivery alarm was noted.